Event description:
Ambulance personnel attempted to administer a shock to a pt diagnosed in cardiac arrest. The device allegedly failed to charge. The pt was not resuscitated. An autopsy indicated the pt died from an extensive anterior myocardial infarction.